Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump was vibrating continuously. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 26-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: on investigation, the pump powered on normally with fully functional audio tone and vibratory features. The pump was testing for vibration and no weak or unusual vibration condition was duplicated. The vibration motor was evaluated and found to be operating within specifications. The pump was not found to be vibrating continuously as alleged in the initial complaint. Unrelated to the original complaint, moisture was found inside the pump on the continuous glucose monitoring module.